Event description:
The patient's daughter reported her mother was hospitalized in the ICU for her blood glucose reaching 900 mg/dl. She did not provide any further info regarding the hospitalization or her treatment. Attempts were made to reach the mother to obtain add'l info about the event, but there was no answer and no voice mail set up, so no message could be left.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.